Event description:
It was reported that one week after implant of this cardiac resynchronization therapy pacemaker (crt-p) this device was found to be in safety mode. The device was re-programmed and technical services recommended to replace the device. The patient is currently recovering from open heart surgery, so the timing of the replacement is unknown. At this time, time the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that one week after implant of this cardiac resynchronization therapy pacemaker (crt-p) this device was found to be in safety mode. The device was re-programmed and technical services recommended to replace the device. The patient is currently recovering from open heart surgery, so the timing of the replacement is unknown. At this time, time the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that one week after implant of this cardiac resynchronization therapy pacemaker (crt-p) this device was found to be in safety mode. The device was re-programmed and technical services recommended to replace the device. The patient is currently recovering from open heart surgery, so the timing of the replacement is unknown. At this time, time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that one week after implant of this cardiac resynchronization therapy pacemaker (crt-p) this device was found to be in safety mode. The device was re-programmed and technical services recommended to replace the device. The patient is currently recovering from open heart surgery, so the timing of the replacement is unknown. At this time, time the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for product analysis. No additional adverse patient effects were reported.